Event description:
While implementing an fco on the device a philips bench technician noted the device failed the shock button portion of the operational check (op check). There was no patient involvement.